Manufacturer narrative:
Reserved lot samples of 55088 were tested and the DHR were examined. There were no abnormalities or malfunctions with the lot inspected during the manufacturing process. However, there are several complaints regarding the blockage of needles across several lots. The manufacturing process includes a siliconization process followed by a air-blow process on the patient end of the cannula, but the air-blow process is not repeated when the medical grade silicone oil is dropped onto the non-patient end of the cannula. In the future, another air-blow process will be added to the non-patient side of the cannula to be sure the cannula is unobstructed for use.

Event description:
End user reported that pen needles from lot 55088 expiration date 04/10/2026 appeared clogged and would not allow insulin to flow through the cannula.

Event description:
End user reported that pen needles from lot 55088 expiration date 04/10/2026 appeared clogged and would not allow insulin to flow through the cannula.

Manufacturer narrative:
Initial trend analysis and production records investigated for lot number 5508. The testing showed no indication of abnormalities or malfunction at time of production. Further investigation will be conducted to determine the root cause of complaint.